Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.5 x 18 mm xience xpedition in the distal right coronary artery and a 2.5 x 23 mm xience xpedition in the mid left anterior descending artery. On (B)(6) 2013, the patient developed an allergic rash, described as prurigo. Medication was administered and the patient condition continues. Additionally, it was indicated that other medications were discontinued, but the patient condition continued; therefore, the physician regards this event as an allergic reaction to metal and everolimus in the xience stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of hypersensitivity and rash are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.